Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault, as upon receipt the device memory log displayed low battery fails and undefined fault codes. These were attributed to voltage fluctuations, as a result of a poor connection between the device and pad-pak. This poor connection was attributed to a failure of the positive terminal pogo pin. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report that their device was displaying low battery prompts. This was not initially reported as there was no indication that the device had critically malfunctioned. However, upon receipt of the device, the investigation conclusion observed a pogo pin failure. This failure may prevent the pad-pak to be detected once inserted into the device, which may cause the device to fail to power on. Failure to power on device may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.